Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during a mastoid surgical procedure, it was observed that the motor device was not locking when in use with the attachment device. It was reported that the attachment device had an undetermined malfunction. There were no delays to the surgical procedure as spare devices were available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.